Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6). The customer stated that the dextrose solution from the patient's drip contaminated the sample that was used for the test. The customer stated the qcs were acceptable within 24 hours of the event. The test strips have been requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one neonate patient tested with the accu-chek inform ii meter + rf. At 10:58 pm, the meter result was 563 mg/dl. At 11:05 pm, the meter result was 64 mg/dl. This result was deemed correct.

Manufacturer narrative:
Medwatch fields d9 updated. The accu-chek inform ii meter and two (2) accu-chek inform ii test strips were submitted for investigation. The accu-chek inform ii meter was tested using retention controls and test strips. Control ranges level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Meter glucose results level 1: 44, 43, 43 mg/dl, level 2: 296, 303, 292 mg/dl. The accu-chek inform ii test strips vial, desiccant, and vial cap were inspected and were acceptable in appearance. The test strips were tested using glycolyzed blood. Test strip glucose results: test strip 1: 113 mg/dl, test strip 2: 115 mg/dl. The results using the returned test strips were acceptable. The investigation did not identify a product problem.